Event description:
Customer called to report that the insulin was unable to be loaded into the reservoir. It was stated that the transfer guard did not connectly to the insulin bottle and the insulin could not be drawn out.